Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. Physio-control replaced the battery pins, power pcb assembly and battery wire harness then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and then back on while attempting to print a 12-lead ECG. The customer reported that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.